Manufacturer narrative:
This report is submitted on august 07, 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with topical antibiotics (specific date and duration not reported).